Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. A manual injection was administered to resolve elevated glucose level. No additional product or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.